Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used a flexible ureteroscopy procedure performed on (B)(6), 2024. During the preparation, the scope was plugged into the monitor and "problem with lithovue flexscope" user message appeared on the screen. There were no available scopes to be used. The procedure was cancelled due to this event. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: investigation results upon receipt at our post market quality assurance laboratory, visual inspection and functional and leakage testing did not find any defects in the articulation, tip, shaft or working channel. The device also underwent image testing and x-ray; it was revealed that there was a faulty shoulder joint between the pcba and camera flex strip. Additionally, the device would initialize and display the hardware malfunction scree, confirming the reported observation. Based on the information available and analysis results, the faulty joint caused the reported observation, and it is tracer to the manufacturing process. Therefore, an investigation conclusion code of manufacturing deficiency has been assigned to the investigation.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used a flexible ureteroscopy procedure performed on (B)(6) 2024. During the preparation, the scope was plugged into the monitor and "problem with lithovue flexscope" user message appeared on the screen. There were no available scopes to be used. The procedure was cancelled due to this event. There were no patient complications as a result of this event.